Event description:
Insulation at tip of the ligasure advance rolled and moved. Two devices failed in the same way. Both of these devices had the same lot number. A third device was opened and used without incident. It is unknown if the third device is the same or different lot number.